Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it presumed the most probable cause of the reported image noise is traced to component failure- circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope had image noise. The issue was found during service/maintenance. There were no reports of patient involvement.